Event description:
It was reported that the controller exhibited a red alarm that indicated "ventricular assist device (vad) stopped, change controller". It was noted at the time the batteries were connected and full, and the patient was conscious. The controller was exchanged, but the vad did not work. It was stated that the controller was replaced five to six times, and other batteries and the controller ac adapter were tried, but the vad did not work. This device is included in the subgroup 3 population for delay or failure to restart. The patient went to the hospital by ambulance and was taken into intensive care. The patient subsequently expired.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional products: d1: heartware ventricular assist system ¿ controller  d9: no h5: no  d1: heartware ventricular assist system ¿ controller d9: no h5: no  h6: the codes present in section h6 correspond to components/products that comprise the reported event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for investigation completion and a correction to h6. Product event summary: the ventricular assist device (vad) (B)(6) and two (2) controllers (B)(6) were not returned for evaluation. Log file analysis was not performed since log files were not available for analysis. As a result, the reported events could not be confirmed. Applicable risk documentation and experience with events of similar circumstances were considered. (B)(6) is in scope of fca cvg-21-q3-21 [subgroup 3], which was initiated for pumps with failure to restart. Based on historical review of similar events, the most likely root cause of the failure to restart event may be attributed to outer shroud contact that created more friction at the housing to impeller interface. H6: the codes present in section h6 correspond to components/products that comprise the reported event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted as additional information has being received for this event and sections have been updated. Additional product: d1: heartware ventricular assist system ¿controller 2.0 d4: model #: 1420/ catalog #:1420/ expiration date: 31-jan-2021/ serial or lot#: (B)(6) UDI #: (B)(4). H4: mfg date: 08-jan-2020 h5: no d1: heartware ventricular assist system ¿controller 2.0 d4: model #: 1420/ catalog #:1420/ expiration date: 31-dec-2020/ serial or lot#: (B)(6) UDI #: (B)(4). H3: no, device evaluation anticipated, but not yet begun d9: no h4: mfg date: 05-dec-2019 h6: the codes present in section h6 correspond to components/products that comprise the reported event. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the incident took place while the patient was lying on bed, and that the vad failed to restart also, that the patient experienced shortness of breath when the vad stopped. The patient was starter on inotropes at the hospital.